Event description:
It was reported that the instrument was reported for an unknown reason. It did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the instrument was reported for an unknown reason. It did not happen in surgery. The product was returned to depuy synthes for evaluation. Visual inspection revealed one lateral prong broken of the version indicator. Broken fragment was returned for evaluation. No additional damage was observed on the device surface. The observed condition was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed due to post-manufacturing damage. The overall complaint was confirmed as the observed condition of the version indicator would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to an unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.